Event description:
It was reported that the user was away from home, ran out of insulin for the ilet system, lacked backup therapy and supplies, and the device indicated high glucose; the user experienced vomiting claiming it was unrelated blood glucose and declined emergency evaluation. The user lacked a glucometer and ketone strips and inquired about reconnecting to the pump and use of long-acting insulin, then chose to revert to backup therapy before later resuming ilet once glucose returned to range. Symptoms included hyperglycemia reaching at least 400 mg/dl and vomiting. Outcomes included temporary cessation of automated insulin delivery and reversion to subcutaneous insulin pen therapy, with subsequent resumption of ilet delivery once glucose returned to range. Investigation included customer support review, troubleshooting, and user education regarding backup therapy, reconnection timing after rapid-acting insulin, and avoidance of pump use after long-acting insulin until appropriate. Investigation of this case revealed no device malfunction and that the event was attributable to running out of insulin and not having alternative supplies, which led to high glucose and suspension of delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interruption due to lack of insulin and backup supplies.